Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley on axis # 7. There was discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not closing. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.